Manufacturer narrative:
The investigation found the issue is related to flagged test results indicating unusual kinetics. Product labeling states: "a test result flagged with ">kin" indicates unusual reaction kinetics. There is a high possibility that the sample contains an interfering substance that accelerates the reaction kinetics. For such samples it is not possible to report a reliable analyte concentration with this assay."

Event description:
The initial reporter received questionable vanc3 vancomycin results for one patient on three different samples with the cobas 6000 c501 module serial number 19a4-14. Sample 1: on 21-aug-2021, the initial result was 0 ug/ml with a flag indicating unusual kinetics. The sample was diluted with a result of <4 ug/ml. On 27-aug-2021, the sample was tested on a fujirebio g1200 with a result of 11.00 ug/ml. Sample 2: on 24-aug-2021, the initial result was 0 ug/ml with a flag indicating unusual kinetics. The sample was diluted with a result of <4 ug/ml. On 27-aug-2021, the sample was tested on a fujirebio g1200 with a result of 14.40 ug/ml. Sample 3: on 27-aug-2021, the initial result was 0 ug/ml with a flag indicating unusual kinetics. The sample was performed on 1:10, 1:20, 1:40, and 1:200 dilution with results of <4 ug/ml. On 27-aug-2021, the sample was tested on a fujirebio g1200 with a result of 30.6 ug/ml. On 08-sep-2021, all three samples were sent to an investigation lab for testing with results of 0 ug/ml with a flag indicating unusual kinetics. The questionable results were reported outside of the laboratory. The fujirebio g1200 results on 21-aug-2021 and 24-aug-2021 were deemed correct and corrected reports were sent.